Event description:
It was reported that the log files captured driveline comm a fault on (B)(6) 2022. Troubleshooting was performed by exchanging the modular cable which resolved the driveline communication faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate. A supplemental report will be submitted under MFR:(B)(4).